Event description:
Maquet cardiovascular received a call from the hosp stating, "product had over heated in pt." Customer requested an email address to send additional info. Maquet's territory mgr sales rep contacted the customer and provided additional info on 4/27/09 stating, "during the branch ligation portion of the harvest, there seemed to be more smoke that usual in the tunnel, and the hemopro device wouldn't shut-off (as evidenced by the beeping from the hemopro generator). The harvester withdrew the hemopro device from the cannula. When the hemopro device was withdrawn and exposed to room air, it ignited. Device was disconnected from energy source and retained to return for examination. No pt effects associated with device failure. A replacement was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection observed that the silicone jaw boots were burnt and melted from the tri-heater assembly. Based upon condition of jaw boots, the complaint is confirmed for there seemed to be more smoke than usual in the tunnel and wouldn't shut-off. Further investigation were conducted for resistance measurements, functional pre-cautery and the results showed that no electrical non-conformities were found on the returned device after several device activations. The device met electrical product specifications. The micro switch functioned properly when tested. A review of the finished device lot history record did not reveal any non-conformance reports, which could have contributed to this complaint.